Event description:
Reporter alleged obtaining discrepant blood glucose result of 400 mg/dl back to back with a result of 120 mg/dl on aviva sys, when testing was performed within 10 minutes. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that she no longer had the strips and, so no product will be returned for eval.